Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Device analysis no damages were observed on the distal tip or guidewire exit port assembly. A kink was observed in the telescope assembly from the femoral marker to the proximal end. However, the strain relief was found detached from the connector hub. The telescope assembly was not able to properly pull back, advance, and retract due to the kinked condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. The stenosed target lesion was located in left anterior descending artery. An opticross imaging catheter was used to view the target lesion. During percutaneous coronary intervention, it was noted that the catheter could not cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the strain relief was found detached with approximately 16 cm from the hub.